Event description:
There was an allegation of sample ID mismatches when using the hamilton star compl. With accessories pooler. The customer reported that two of their poolers intermittently fail to recognize the correct number of sample pools, leading to sample ids being assigned to the wrong tubes. On pooler serial number (B)(6), initially, a batch of (B)(4) samples was loaded, expected to form 32 pools, but only (B)(4) pools were recognized. A similar issue occurred later, where only (B)(4) samples were recognized instead of 24. Additionally, the second pooler, serial number (B)(6), exhibited the same behavior. The customer rebooted the pooler and pc, which resolved the issue temporarily. No erroneous results were reported as the sample mismatches were resolved after reloading.

Manufacturer narrative:
The hamilton star compl. With accessories is an instrument used with the cobas® 6800/8800 systems for automated pipetting and pooling of aliquots of multiple primary samples into one pooled sample. Investigation is ongoing.